Event description:
It was reported that a small volume folfusor under infused with a patient. The device was filled with 500 mg of vancomycin. The infusion was expected to take 24 hours. When the nurse checked the device at 24 hours it was noted that approximately half the volume remained. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from february 4, 2014 to february 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.